Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" (B)(6) 2010 inr= 3.6; (B)(6) 2010 inr=1.5. Caller is questioning the variability of his readings. Last time had 3 times when the test would not acknowledge the blood was applied. His target range is 2.0-3.0. He takes very little coumadin 1-1.5 mgs per day.

Manufacturer narrative:
Investigation pending.